Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: " statistical study of the impact of stopping the barricor tubes on the rates of hemolysis of potassium and asat determinations. In the emergency room, we have gone from 1 to 5% of k since the beginning of the year to 9% of hemolysis last week. - new malfunction: troponin measured at 93.8 ng/l on saturn verified on venus at 150.1 ng/l then at 113.3 ng/l."